Event description:
Caller reported that pump displayed reset screen unexpectedly. There was no adverse impact to customer¿s blood glucose level. Customer successfully resumed insulin after cts explained that reset was a built-in safety feature, requiring a manual restart of cgm sessions and cartridge reload.